Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the implant date and intervention of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) exhibited an unusual sound and showed there was a power peak in the logs. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information of the pump implant date. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The type of report has been updated from malfunction to serious injury, as the event is now an adverse event and product problem. The outcome attributed to adverse event, the event description, annex e and f code were updated and two additional device were added to h10. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420, catalog #:1420, expiration date: 31-mar-2020, serial #: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 06-mar-2019. H5: no. H6: patient ime code(s): e0514. H6: imf code(s): f08,f1203, f2303. H6: img code(s): g04035. H6: FDA device code(s): a07. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de, catalog #:1650de, expiration date: 30-jun-2019, serial #:(B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 04-jun-2018. H5: no h6: patient ime code(s): e0514. H6: imf code(s): f08, f1203,f2303. H6: img code(s): g02002. H6: FDA device code(s): a0705. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16 .additional information has been requested regarding the whether the schedule vad exchanged was completed of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited several high power alarms and a grinding noise. The patient was admitted after being brought in via emergency ambulance. The controller exhibited several controller faults alarms and an unexpected loss of power. The battery exhibited several power disconnect alarms. The battery was changed and the vad stopped. The vad powered up and the motor start the controller and the controller fault alarm was cleared. There was a possible development of an intra-vad thrombus as the vad had a slight increase in power consumption, the patient was treated with lysis but it was not successful. The patient's lactate dehydrogenase (ldh has doubled over the last 30days from 300 to 6000 u/I, and free hemoglobin had increased too. It was noted that a vad exchange has been scheduled. The controller remains in use and the battery was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion> product event summary: the pump ((B)(6)) and the controller ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the pump¿s manufacturing records did not reveal any deviations from specifications. Log file analysis revealed multiple spikes in power consumption recorded within the analyzed period and a sustained increase in power consumption above the normal operating range between 05-may-2022 and 08-may-2022; log files revealed one-hundred and fourteen (114) high watt alarms were logged between 14-mar-2022 and 04-may-2022, and forty (40) low flow alarms were logged between 15-mar-2022 and 09-may-2022. Analysis of the alarm log files also revealed four power disconnect alarms and four controller fault alarms were logged on 03-may-2022. The power disconnect alarms were logged between 20:37:50 and 20:43:08 involving (B)(6). The controller fault alarms were logged between 20:39:47 and 20:44:44 due to a power out of range condition involving (B)(6). Prior to the power disconnect alarms, review of the controller's internal log files revealed safety alert word (saw) value was recorded on (B)(6), indicating a discharge overcurrent alert. During the power disconnect alarms, a saw value was r ecorded on (B)(6), indicating a discharge overcurrent alert. Prior to the first controller fault alarm, (B)(6) was connected to power port one with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 86% rsoc. Review of the controller's internal logs revealed that prior to the power disconnect alarms and controller fault alarms, there were spikes in power consumption above 40 watts. The controller fault alarms were due to the battery (B)(6) rapidly depleting below 0% rsoc. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Considering that the pump's power consumption was significantly above the normal operating range leading up to the power disconnect alarms and controller fault alarms, it is expected that the batteries would be able to provide power to the controller for a shorter period of time. Analysis of the event log files then revealed a controller power up event with associated pump start event logged on 03-may-2022 at 20:46:30, indicating a loss of power to the controller. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one with 19% rsoc and (B)(6) was connected to power port two with 77% rsoc. Review of the controller's internal logs revealed that the (B)(6) was disconnected prior to (B)(6). Additionally, the data point recorded prior to the loss of power revealed that a safety alert word (saw) value was recorded on (B)(6), indicating a discharge overcurrent alert. It is likely the overcurrent condition prevented the battery from providing power, resulting in the loss of power to the controller. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was without power for seven seconds. Further review of the event log file revealed manual vad stop event was recorded on 09-may-2022 at 10:11:49, which corresponds with the reported vad exchange. Analysis of the alarm log file then revealed one electrical fault alarm was logged on 09-may-2022 at 10:12:21 indicating to rear stator not connected, resulting in only the front stator connected during the manual vad stop event. The observed electrical fault alarm is an additional finding not related to the reported event. Based on the risk documentation and the available information, a possible root cause of the observed electrical fault alarm can be attributed, but not limited, to contamination by foreign ma terial of the driveline connector and/or a marginal driveline connection during the reported vad exchange. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Pathological evaluation of the returned pump did not reveal any evidence of thrombus within the pump. Visual examination of the pump revealed abrasions on the lower housing ceramic surface, damage on the surfaces of the center post and the impeller inner diameter, as well as evidence of corrosion which compromised the integrity of both components, thus exposing the inner bearing magnets. Further visual inspection revealed a crack along the center post cap welding. Dimensional verification revealed that the axial gap, front preload, back preload, spring rate, and front housing disc curvature measurements were found to be deviating from specifications. Since the spring rate measurement was deviating from specifications, the toggle free test also failed as a result. Post-explant functional analysis revealed that the pump (B)(6) deviated from pre-implant requirements, with power average consumption of 2.64 watts vs 2.03 watts. Given that this deviation in power was not present prior to release of the device, it was most likely introduced during use. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Functional testing results were incomplete due to the absence of magnetic levitation between the rear housing and the impeller. Evidence provided by the site revealed sounds and excess vibration which were recorded while the pump was in use. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the reported power disconnect alarms, controller fault alarms, and observed saw values can be attributed to, but not limited to the increased power consumption required by the pump running at high power, drawing more current from the batteries. Based on the available information, a possible root cause of the loss of power can be attributed to the disconnection of the only power source from the controller and/or to the increased power consumption required by the pump running at high power drawing more current from the only battery connected to the controller, preventing the battery from providing power to the controller. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent condition. Based on the investigation conducted, the most likely root cause of the reported high power, pump excessive vibration, and pump "grinding noise" events and the observed abnormal wear/damage to the coating finish on the center post and the inner diameter of the impeller may be attributed to the local demagnetization of the inner bearing sub assembly induced by progressive corrosion during use. Moreover, it is likely that the observed crack along the center post cap welding allowed fluid/moisture ingress in the center post chamber, compromising the magnetic field of the inner bearing magnets. The local demagnetization compromised the axial forces between the impeller and the center post, thus leading to sporadic friction between the two components. (B)(6) is in scope of fa1243, which was initiated for pumps with a potential manufacturing issue that may result in demagnetization. CAPA pr00510718 is investigating d emagnetization of the inner bearing assembly. Additional products: d4: serial #: (B)(6), d10: yes, return date: 16-jun-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15, h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 additional products: d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to: -b5.desc evt problem -d9. Device available for evaluation <(>&<)> returned date -h6. Patient codes (ime/annex e) -h10 additional products patient ime code(s) additional products: d4: (B)(6) h6: patient ime code(s): (B)(6) d4: (B)(6) h6: patient ime code(s):(B)(6) investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was transferred to another hospital and was not doing well due to a subdural hematoma stroke post vad exchanged. The patient blood tested for titanium and elevated levels of (20.6 vs normal reading of 16.1) as well as having dark urine, plasma free hemoglobin of 12 and a loss of pulsatility. It was also noted that the vad vibration was like an electric razor causing tissue vibration during the exchanged that made visualization difficult during surgery.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: product ID: 1420; lot#serial#: (B)(6); d9: yes, 2023-06-16; h3: yes; h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were returned for evaluation. One (1) battery (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the pump¿s manufacturing records did not reveal any deviations from specifications. Log file analysis revealed multiple spikes in power consumption recorded within the analyzed period and a sustained increase in power consumption above the normal operating range between on (B)(6) 2022; log files revealed one-hundred and fourteen (114) high watt alarms were logged between on (B)(6) 2022, and forty (40) low flow alarms were logged between on (B)(6) 2022. Analysis of the alarm log files also revealed four (4) power disconnect alarms and four (4) controller fault alarms were logged on (B)(6) 2022. The power disconnect alarms were logged between 20:37:50 and 20:43:08 involving (B)(6). The controller fault alarms were logged between 20:39:47 and 20:44:44 due to a power out of range condition involving (B)(6). Prior to the power disconnect alarms, review of the controller's internal log files revealed safety alert word (saw) value was recorded on (B)(6), indicating a discharge over current alert. During the power disconnect alarms, a saw value was recorded on (B)(6), indicating a discharge over current alert. Prior to the first controller fault alarm, (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 86% rsoc. Review of the controller's internal logs revealed that prior to the power disconnect alarms and controller fault alarms, there were spikes in power consumption above 40 watts. The controller fault alarms were due to the battery (B)(6)rapidly depleting below 0% rsoc. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Considering that the pump's power consumption was significantly above the normal operating range leading up to the power disconnect alarms and controller fault alarms, it is expected that the batteries would be able to provide power to the controller for a shorter period of time. Analysis of the event log files then revealed a controller power up event with associated pump start event logged on (B)(6) 2022 at 20:46:30, indicating a loss of power to the controller. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 19% rsoc and (B)(6) was connected to power port two (2) with 77% rsoc. Review of the controller's internal logs revealed that the (B)(6) was disconnected prior to (B)(6). Additionally, the data point recorded prior to the loss of power revealed that a safety alert word (saw) value was recorded on (B)(6), indicating a discharge over current alert. It is likely the over current condition prevented the battery from providing power, resulting in the loss of power to the controller. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for seven (7) seconds. Further review of the event log file revealed manual vad stop event was recorded on 09/may/2022 at 10:11:49, which corresponds with the reported vad exchange. Analysis of the alarm log file then revealed one (1) electrical fault alarm was logged on (B)(6) 2022 at 10:12:21 indicating to rear stator not connected, resulting in only the front stator connected during the manual vad stop event. The observed electrical fault alarm is an additional finding not related to the reported event. Based on the risk documentation and the available information, a possible root cause of the observed electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection during the reported vad exchange. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Pathological evaluation of the returned pump did not reveal any evidence of thrombus within the pump. Visual examination of the pump revealed abrasions on the lower housing ceramic surface, damage on the surfaces of the center post and the impeller inner diameter, as well as evidence of corrosion which compromised the integrity of both components, thus exposing the inner bearing magnets. Further visual inspection revealed a crack along the center post cap welding. Dimensional verification revealed that the axial gap, front preload, back preload, spring rate, and front housing disc curvature measurements were found to be deviating from specifications. Since the spring rate measurement was deviating from specifications, the toggle free test also failed as a result. Post-explant functional analysis revealed that the pump (B)(6) deviated from pre-implant requirements, with power average consumption of 2.64 watts vs 2.03 watts. Given that this deviation in power was not present prior to release of the device, it was most likely introduced during use. CAPA: pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Functional testing results were incomplete due to the absence of magnetic levitation between the rear housing and the impeller. Evidence provided by the site revealed sounds and excess vibration which were recorded while the pump was in use. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the reported power disconnect alarms, controller fault alarms, and observed saw values can be attributed to, but not limited to the increased power consumption required by the pump running at high power, drawing more current from the batteries. Based on the available information, a possible root cause of the loss of power can be attributed to the disconnection of the only power source from the controller and/or to the increased power consumption required by the pump running at high power drawing more current from the only battery connected to the controller, preventing the battery from providing power to the controller. CAPA: pr00551638 is investigating controller losses of power. CAPA: pr00544941 is investigating controller losses of power due to battery discharge over current condition. Based on the investigation conducted, the most likely root cause of the reported high power, pump excessive vibration, and pump "grinding noise" events and the observed abnormal wear/damage to the coating finish on the center post and the inner diameter of the impeller may be attributed to the local demagnetization of the inner bearing sub assembly induced by progressive corrosion during use. Moreover, it is likely that the observed crack along the center post cap welding allowed fluid/moisture ingress in the center post chamber, compromising the magnetic field of the inner bearing magnets. The local demagnetization compromised the axial forces between the impeller and the center post, thus leading to sporadic friction between the two components. (B)(6) is in scope of fa1243, which was initiated for pumps with a potential manufacturing issue that may result in demagnetization. CAPA: pr00510718 is investigating demagnetization of the inner bearing assembly. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
### A supplemental report is being submitted for additional event details. The event description has been updated to include that the patient had hemolysis and that the vad was exchanged. The annex e and f code have also been updated. Additional products: d4: serial #: (B)(6) h6: patient ime code(s): e0303 d4: serial #: (B)(6) h6: patient ime code(s): e0303 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient had presented with noisy pump, elevated ldh and some hemolysis and the vad exhibited power spikes. The patient was not a transplant candidate. The vad was exchanged.

Event description:
It was further reported that the patient was silencing the high watt alarms for two to three months noting that they didn't have any symptoms such as shortness of breath. It was only ldh that was slightly elevated, and with thrombolytics ldh did slightly decrease. It was stated that the vad grinding "got so bad that the patient couldn't tolerate the disruption in quality of life", and at that time ldh was more than 2000. The surgeon stated that the vibration could be felt, and "after I cut the skin and open the chest, everything was swinging in my eyes". It was also noted that the patient's blood titanium level was double the normal level.

Manufacturer narrative:
A supplemental report is being submitted for additional information. These events were previously submitted under medwatch 3007042319-2023-01249 and 3007042319-2023-01247. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.